Manufacturer narrative:
(B)(4).

Event description:
A talent and aneurx stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. Currently there is severe tortuosity of ipsilateral iliac limb. The aneurysm is currently 10 cm in diameter. It was reported that a recent CT revealed that there is type iii endoleak, separation between the talent ipsilateral limb and the aneurx aortic cuff. The stated cause of the type iii separation was related to the patient¿s anatomy of disease progression and severe tortuosity. The physician elected to implant an endurant 16x16x156 iliac limb and 20x20x83 cuff the type iii endoleak, separation was resolved. Final angiogram revealed that there was a type ii endoleak. No additional clinical sequelae were reported and the patient is fine.